Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic assistant reported that approximately two weeks following bilateral lasik surgery, the pt was diagnosed with rough corneal epithelium. The pt experienced foreign body sensation and photophobia. The topical steroid drops were increased. In a follow up, a technician reported that the pt was seen two weeks later, and the corneas were clear. The pt reported that the foreign body sensation had resolved, and the photophobia was much improved. The pt was instructed to taper off the steroid drops and to continue using artificial tears. No further info is expected. There are two medical device reports associated with this event. This report is for the right eye.